Event description:
Patient has now presented with a fracture of the universal femoral stem where this couples with the femoral sleeve. Patient scheduled for revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices confirms the reported device fracture. Review of provided patient x-rays by a depuy principal engineer was unable to determine the mode of failure. The devices were forwarded to a depuy warsaw material scientist for further examination. It was noted that the retrieved knee implants showed no bone attachments or bone cement. This seems to imply that the stemmed femoral implant did not obtain firm support, which could initiate the fatigue and eventually lead to the stem fracture. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of applicable device history records finds no related manufacturing deviations or anomalies. The root cause is unknown, however, inadequate fixation is suspected. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.